Event description:
Patient¿s wife contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, she and the patient observed inaccuracies between the cgm and the patient¿s meter. The patient¿s wife reported that the cgm was reading higher than the patient¿s meter, however, no discrepant readings were provided at this time. The patient¿s wife reported that no acetaminophen was taken. At the time of the call to dexcom technical support, calibration tips were reviewed and no medical intervention or injuries were reported.